Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The erosion was of the pocket and was caused from the infection. It is unknown if the infection was device or pt related. There was no additional adverse effects reported.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.